Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they passed the dobbhoff tube uneventfully. However, during the administration of medications, extravasation (overflow) occurred through the connector. There was no harm to the patient.

Manufacturer narrative:
Additional information: h4 device manufacture date added. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not received for the investigation. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition. However, a corrective and preventative action has been initiated to address the reported condition.